Event description:
It was reported that while stimulation was off/on, the patient had "more pain" in her left hip caused by the device, which began 6 months ago. The pain does not change whether the device was on or off and about 50% of the time the device doesn't hurt. The device was loose in the pocket and the patient had lost about 20 pounds. It was noted that stimulation was stronger in different positions. It was reviewed that movement might have an effect on stimulation perception and that the patient should contact her health care professional. Subsequent information received reported that the patient's doctor had not seen the patient since 2011. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).